Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient developed a hematoma postoperatively. Evacuation of hematoma, thorough I&d, component exchange, removal of cable and placement of antibiotic beads was performed successfully. There was no fracture that occurred. A cable was utilized during bony preparation to prevent fx. Infection was confirmed via cultures roughly 72hrs after surgery, at which point I am no longer present. It is the surgeons belief that it was likely infected and thus choose to exchange components. Doi: (B)(6) 2020 dor: (B)(6) 2021 left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the infection (e19). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating that no fracture occurred. A cable was utilized during bony preparation to prevent fracture. An infection was confirmed via cultures roughly 72hrs after surgery, at which point I am no longer present. It is the surgeons belief that it was likely infected and thus choose to exchange components. Another additional information was received stating that the prostalac cup was used as a primary cup for this patient. There were no implants in (B)(6) on (B)(6) 2020. If I remember correctly, she had a cephalomedullary nail removed for infection at another institution prior to seeking care from this surgeon.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Provided x-ray images are pre-primary surgery and do not aid in this investigation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.